Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced more urgency about a week after falling down stairs. Patient noted that they hit the implant pretty bad on their right side and had bruising. It was stated that they were going to sync with implantable neurostimulator (ins) later to confirm that therapy was still on but they were going to follow up with their healthcare provider (hcp) regarding the increase urgency and symptoms around the ins site. A couple days later, hcp reported that the increase urgency has not been resolved entirely. They had turned up the stim from 2 to 2.5v and would have patient fill out the bladder dairy. Additional information received from patient on sept 09 2016 indicated that the steps taken to resolve the increase frequency was that she turned device on, off and reset. Patient stated it was too soon to tell if it resolved. She was told to keep a journal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.